Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to unknown product performance issue. No additional information is available at the moment. No additional adverse patient effects were reported.